Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all inside anterior cruciate ligament reconstruction surgery on the (B)(6) 2024 the tip of the device broke of whilst reaming the femoral tunnel. The tip could not be retrieved. The surgery was finished successfully with a new device with the same part number. The day after on the (B)(6) 2024 a second look arthroscopy was done with fluoroscopy and the tip appeared to be inside the pcl. It was not possible to retrieve the broken off tip during the second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 the device was not received. An evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging.